Manufacturer narrative:
The reported device, used in treatment, was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. The customer provided images confirm the loop head and the shaft were disassembled. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was an isolated event. A review of the drawing found upon packaging, the loop head and the shaft are attached the complaint was confirmed and the root cause was associated with transport/storage. Factors that could have contributed to the reported event include an inadvertent impact event that could have occurred during device transportation, rough shipping and handling, or at customer site.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that during a surgery, the set meniscus mender had an out of the box failure. I was disassembled between the loop head and the shaft. The procedure was completed without a delay and a backup device was available. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.